Event description:
It was reported that the caller experienced an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the caller to disconnect from the site, load a new, empty cartridge onto the pump, and deliver a 9-unit bolus, which was completed successfully. A one-time pump replacement was provided as a resolution.